Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® winged safety pbbcs with tubing and luer adapter was found leaking as ¿during the blood collection, up to six times in a very short period of time, during the extraction the tubes lost the vacuum due to leaks detected between the tubing and female luer connection. The client also reported that there is an unusual rigidity on the np sleeve, which ejects the tubes during extraction.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tubing leakage at the luer connection with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no issues pertaining to leakage was observed. No issues were observed relating to tube push-off during review of the photos and samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had initiated further investigation relating to tubing leakage through a CAPA and potential causes were identified. As a result, corrective actions were established and have been implemented. Based on evaluation of the customer photos, the customer¿s indicated failure mode for tubing leakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and no issues were observed. Additionally, no issues were identified for tube push-off. Further investigation activities relating to tubing leakage was conducted through a CAPA and the most likely root cause(s) were identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation had identified the most likely root causes and corrective actions were implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Lot number 6138650 updated. Manufacturing and expiration date remain the same as originally reported.